Event description:
It was reported that the pump could not be charged properly. Customer's blood glucose level was in the 300's mg/dl. Reportedly the customer continued to use the pump for insulin therapy.